Manufacturer narrative:
The device was returned to mmdg for investigation. During the investigation the pump was found to be operating as expected. Mmdg could not replicate or confirm the reported complaint. The pump was serviced and returned to the customer.

Event description:
The initial reporter stated that the pump over infused. They stated that the pump was supposed to infuse for 4.5 hours, but that the bag was found empty after 2.5 hours. They also stated that the patient was deeply sedated and was provided with a reversal agent, but that there were no other effects of the alleged over infusion. Mmdg did follow up with the initial reporter, but no other pertinent information was available. (B)(4).